Event description:
A customer reported a malfunction with a pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer took no action to address the elevated bg level, and there was no need for third-party assistance. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.